Event description:
The patient has 3 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported the patient is experiencing ineffective stimulation. Reprogramming was unable to provide the patient with satisfactory therapy. The patient desires to have his drg system removed.